Manufacturer narrative:
Lot ndrk (1): device returned 26 september 2022.

Event description:
This record is a consolidation of q3 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures one instance of intraoperative yukon polyaxial screw fracture. The associated procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Lot ndrk (1): manufacture date 28 january 2021, device returned 26 september 2022.

Event description:
This record is a consolidation of q3 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures one instance of intraoperative yukon polyaxial screw fracture. The associated procedure was completed successfully with no surgical delay and no adverse consequence to the patient.